Event description:
Healthcare professional reported "pain, chest deformity and rupture". Later healthcare professional reported "right breast implant rupture, baker grade 3 capsular contracture". Later healthcare professional reported "only on the contralateral side baker grade 3 capsular contracture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued: e1- phone number: (B)(6). Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the manufacturing process. Chest pain: unable to observe as it is not related to the manufacturing process. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain, chest deformity and rupture". Later healthcare professional reported "right breast implant rupture, baker grade 3 capsular contracture". Later healthcare professional reported "only on the contralateral side baker grade 3 capsular contracture". This record is for the right side. Device has been explanted.